Event description:
A malfunction code, identified as malf 9, was reported by the customer. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating it was within a safe range. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if the malfunction reappears.